Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an evaluation was performed. Per as received condition; the part received without package, the laser etching is good readable, a little deformation in the roundness is visible by the formed side. The investigation shows that part is according to specification. The formed side where the diameter is 7.2mm is not measurable in case of the deformation. Other measures are done with the contour measurement tool and testing pin. Values are described in the part description subform. Attachments show the measurement done by contour measurement tool. Complaint is invalid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date a locking compression plate was used in a femur case. Approximately nine months after the implantation, the plate was then removed on (B)(6) 2014. The screw in the most proximal hole was so tight that it could not be unscrewed. The surgeon had to use a carbide drill to break the screw head in order to remove the plate. The surgeon shaved the area around the affected screw with the use of hollow reamer and tried to unsuccessfully remove the screw with an extraction bolt. The surgeon then used a smaller extraction bolt owned by the hospital to complete the screw extraction. There was no residue left in the patient. There was a report of a thirty minute surgical delay. This report is 2 of 3 complaint (B)(4).